Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17678795l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a redo ablation procedure for paroxysmal atrial fibrillation with a lasso navigational variable eco catheter and suffered a medical device entrapment requiring a surgical intervention. During the procedure, the lasso navigational variable eco catheter slipped into the mitral valve and the loop became entrapped. Physician had difficulty removing the catheter. Other physicians, including surgeons and electrophysiologists, attempted to dislodge the catheter. Patient was transferred to the operating room for surgical removal via sternotomy. The lasso navigational variable eco catheter was found to be entangled with the tip stuck. The lasso navigational variable eco catheter loop was cut in order to remove the catheter, thereby exposing the wires. It was noted that there was damage to the chordae tendineae and a small perforation of one of the mitral valve leaflets. Patient required extended hospitalization as a result of the adverse event. Patient fully recovered. Procedure was delayed for an unspecified amount of time as a result of the event. It was noted that the patient had a structurally normal heart. All lab tests were within normal limits. It was noted that the curve of the catheter was not stuck in a fully deflected position. Physician¿s opinion regarding the cause of the adverse event is that it was related to a product issue. Since this event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Additional clarification was received on august 29, 2017 as it was stated that it was noted that there was a loss of catheter functionality, in that the lasso navigational variable eco catheter was stuck (entrapped) and could not continue to be used for its intended purpose. (B)(4).